Event description:
A surgeon reports that during intraocular lens (iol) surgery, a detached haptic was noted after inserting the lens. The incision was widened to facilitate removal of the iol and a second iol was inserted.